Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Patient was implanted with afx2 bifurcated stent graft, vela suprarenal and vela infrarenal on (B)(6) 2017. The patient was admitted on (B)(6) 2018 due to abdominal pain. CT scan showed an increase in aneurysm diameter with type 1b endoleak. Secondary procedure was completed on (B)(6) 2018.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence from the clinical study documentation provided to support the following finding of a type 1b endoleak from the left common iliac artery of the main body and sac growth. Clinical was able to find additional findings of two (2) non endologix stents (bare metal proximal stent and a stent mid aorta) implanted and stent buckling of the main body. Device, user, procedure or anatomy relatedness of this complaint could not be determined, and procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported as being transferred to another facility for further treatment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.